Manufacturer narrative:
(B)(4). Date sent: 9/20/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is patient's current status? The patient is fine.

Event description:
It was reported that during an unknown procedure, there were unformed clips and no clips were applied on. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m93k95. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. Finally, the instrument locked out. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.